Manufacturer narrative:
H6: investigation summary no photos or samples were received. Additional attempt to get more information were made, however, the customer confirmed that no additional information was available. DHR's review process could not be performed to verify if there were any reported issues such as broken or damaged cap during the manufacturing process, as the lot number was not provided. Based on this investigation and evidence provided, customer verbatim within global complaint detail report is that ¿after using the pen needle (cat#320559), the user used the needle port of sharps collector to remove the pen needle from the pen, but the needle was not removed properly from the pen with the needle broken and stayed with the pen¿. With that explanation and to determine the root cause of this problem, additional information is required such as picture of the product, lot number and method followed. As part of our manufacturing process, we include an IFU (instructions for use) in each box in order to give customer the indications of how to properly use the product. In the IFU¿s is indicated where to insert the appropriate needle detachment port depending on which material is going to be thrown out. However, if the method established is not followed as intended, then it will not function correctly. Considering that failure mode is related to broken/damaged parts, the mold was verified to rule out that the issue could be generated by a damaged on the mold, the assessment confirms that mold was free of damaged. As part of this investigation, a review of customer complaint records was performed; according with the cc¿s records, no additional complaints were received through the last twelve months for the same part number and issue, for this reason, this is considered an isolated issue. Root cause unknown conclusion based on information provided it was not possible to confirm the root cause like a failure mode related to the manufacturing process since there was not enough information like method used to manage product. As part of our manufacturing process, we include an IFU (instructions for use) in each box in order to give customer the indications of how to properly use the product. In the IFU¿s is indicated where to insert the appropriate needle detachment port depending on which material is going to be throw out. However, if the method established is not followed as intended then it will not function correctly. The controls were verified within the manufacturing process and confirmed as capable to detect broken or damaged lids. H3 other text : see h10.

Event description:
It was reported that the bd¿ phlebotomy sharps container lid port was damaged by the pen needle. The following information was provided by the initial reporter, translated from japanese to english: "after using the pen needle (cat#320559), the user used the needle port of sharps collector to remove the pen needle from the pen, but the needle was not removed properly from the pen with the needle broken and stayed with the pen."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ phlebotomy sharps container lid port was damaged by the pen needle. The following information was provided by the initial reporter, translated from japanese to english: "after using the pen needle (cat#320559), the user used the needle port of sharps collector to remove the pen needle from the pen, but the needle was not removed properly from the pen with the needle broken and stayed with the pen."